Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an MRI on (B)(6) 2018, and they put the ins into MRI mode. When they exited MRI mode their system went to a different group and the amplitude came on stronger than they originally set it. The MRI might have contributed to this issue. The patient was seen on (B)(6) 2018, and they had three groups programmed with one program per group. Their electrode configuration, pulse width, and rate had been programmed for high dose therapy. Adaptive stimulation had been activated and the amplitudes were between 2.5 and 5.5 ma. The representative turned off adaptive stimulation and the amplitudes were adjusted. The range for their three groups were changed and varied from 1.0 to 1.5 ma and the issue was noted to have been resolved. No further complications reported.